Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 4.00 x 48mm synergy xd drug-eluting stent (des) was deployed. Following post-dilatation, a proximal edge dissection occurred in the proximal lad. The dissection was flow-limiting, and another 4.00 x 12mm synergy megatron des was deployed proximally, overlapping the first stent and covering the proximal edge dissection. The procedure was completed successfully, and the patient fully recovered and remained stable. No further issues were reported. It was further reported that the target lesion was 90% stenosed, moderately tortuous and severely calcified. Pre-dilatation was then performed with a 3.50 x 8 mm semi-compliant balloon. The stent was fully deployed at 11 atm. A 4.00 x 8 mm non-compliant balloon was used to post-dilate the stent at 15 atm. Per the physician post-dilation caused the dissection.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 4.00 x 48mm synergy xd drug-eluting stent (des) was deployed. Following post-dilatation, a proximal edge dissection occurred in the proximal lad. The dissection was flow-limiting, and another 4.00 x 12mm synergy megatron des was deployed proximally, overlapping the first stent and covering the proximal edge dissection. The procedure was completed successfully, and the patient fully recovered and remained stable. No further issues were reported.